Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: 5537493 ¿ neur pyxis has intermittent power failures during med removal. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer main shuts down during medication removal and reboots. A field service engineer inspected main, aux, aux tower and srm. Upon testing, the srm latch clicking once but was not staying activated to be able to open freely. Checked the harness and found it loose from micro switches. Tightened the harness and secured in place. Upon checking the main noticed the bus cable was pinched. Replaced the 6 drw bus cable and neatly ran through cabinet. No issues found in the aux cabinet nor double tower as per reference work order 01621083. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system shuts down during medication removal and reboots. There were no adverse events or injuries reported based on this incident.